Event description:
It was reported that an ilet showed rapid battery depletion, with charge dropping from near full to about 40 percent within a day and a complete overnight shutdown that required extended time on the charger to power on. Symptoms included no adverse clinical effects, and blood glucose remained stable with a reported value of 112 mg/dl. Outcomes included use of backup therapy and the shipment of a replacement device. Investigation included review of engineering logs and verification of shipping details, user instructions for return, and data sync guidance. Investigation of this device revealed battery performance consistent with depletion behavior, with no alarms or alerts reported and no impact to glucose control. Based on previous findings for similar reports, we concluded that the cause was a malfunction related to battery performance.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."